Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large air bubble was observed in the cartridge pigtail tubing. Customer changed the cartridge; no air bubbles were observed. Blood glucose was 175 mg/dl. Reportedly, humalog was used in the cartridge for 3 days. Tandem technical support informed customer of the labeling for humalog insulin.